Event description:
Complainant alleged that while attempting to monitor an 80-year-old female patient, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. The multifunction cable (mfc) receptacle and mfc were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Review of the logs confirmed ECG monitoring was interrupted. Analysis for reports of this type has not identified an increase in trend.